Event description:
It was reported that during implant, the lead sensing tip to ring showed all noise on the analyzer. The lead was moved to a new position and it still showed noise tip to ring. The lead was not implanted and was replaced with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4); no anomalies found, however, there was blood in/on the helix/lobe mechanism; full lead returned and analyzed.